Event description:
End user called to complain that the device does not test the calibration. Troubleshooting by phone did confirm this. The device was replaced and the defective one returned for investigation.